Event description:
Customer reports that the device produced a result of lo with no blood applied to the strip. No action was taken based on device result. Requested return of suspect device and replacement was sent.